Manufacturer narrative:
Block b3: exact date unknown, event occurred a week from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5153902.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the leads. Reprogramming was performed and the pain level was reduced. The patient underwent a revision procedure wherein the leads were replaced and the ipg was upgraded for MRI compatibility. The patient was doing postoperatively. The explanted ipg and leads were not returned as they were discarded by the medical facility.